Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results.

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter it was unable to pace. After catheter insertion, pacing was attempted but did not work. The issue was resolved by replacing the catheter. Information including the kind of surgery or examination the catheter was used for or if the patient had any cardiac conduction defect is unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with monoject limited volume syringe. The reported issue of unable to pace was confirmed. Continuity testing found a short condition occurred between the proximal and distal circuits at the catheter tip. There was no open or short condition observed in the leadwires proximal of the catheter tip. Insulation of distal leadwire was found to be damaged at 0.45 from the tip and created a short condition between the leadwires. The balloon inflated clear, concentric and remained inflated for more than five minutes without leakage. There was no visible damage observed from the catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the investigation a short due to leadwire insulation damage is not associated to a manufacturing process, therefore, a root cause could not be determined. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.